Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation, as it was discarded on-site. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through the implant patient registry that a 19mm 8300ab aortic valve, was explanted after an implant duration of four (4) years, six (6) months due to stenosis. The patient presented with dyspnea. The explanted valve was replaced with a 25mm 11500a valve. Per medical records, patient had severe lvot narrowing and aortic stenosis that required a konno anterior ventricular septal myoplasty. Intraoperatively, the valve leaflets did not look grossly dysmorphic, but it was a clear that this was a small valve. A right ventriculotomy was made and the incision was carried down the commisue between the right and left coronary sinuses to create a ventricular septal defect connection. A bovine pericardial patch was used to patch the left ventricular side up through the rv all the way up the annular junction. A separate 4-0 prolene suture was used to do a secondary hemostatic layer on the rv side. The patient's annulus was increased from 19mm to 25 with a wide open lvot. A 25mm 11500 valve was sutured in place. There was no residual ventricular septal defect ad the pulmonary valve was unaffected. The patient was weaned off cardiopulmonary bypass. Both echo and visual guidance were reasonable. The patient tolerated the procedure well and was transferred to the cardiovascular care unit in serious but stable condition. On pod #6, the patient was discharged. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: d4 (expiration date), g3, g6, h2, h4, h6 (type of investigation, investigation findings, and investigation conclusions). Device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed.